Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported a ventilator experienced a primary alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The central processing unit (cpu) assembly was received for analysis. The visual inspection of this customer returned central processing unit (cpu) assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the central processing unit (cpu) assembly into a fi ventilator to duplicate the reported issue of a primary alarm failed. The fi technician identified the primary alarm failed was caused by a crack damaged c201 on the cpu. This caused the 1102 error code indicating primary alarm failure.

Manufacturer narrative:
G4:24apr2021. B4:26apr2021. The customer reported a ventilator experienced a primary alarm failure during clinical use. Additionally, a popping noise was reported. The device was reported to have been in clinical use at the time the issue was identified. As a result, the patient had to be switched to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse replaced the power management board speaker to address the primary alarm error code, replaced the motor control speaker as a precaution, replaced the central processing unit, and replaced the gas delivery system (gds) assembly to address the exhalation popping noise. The system then fully met specifications and returned to use. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure investigation. Visual inspection of the returned gds assembly revealed no anomalies. The unit received without data acquisition (daq) board and o2 solenoid valve. These items are supplied by failure investigation (fi). The daq pcba and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. A failure investigation (fi) technician installed the daq pcba and oxygen solenoid valve into the customer returned gds. The gds was then installed to the fi ventilator to duplicate the reported issue of popping noise on exhalation from gds. The fi technician identified popping noise on exhalation from gds could not be replicated.